Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed share log review showed no data in log. Performed pairing test and passed. The complaint confirmation is undetermined because a log review could not be completed for dates within the investigation window. The reported event of loss of connection was undetermined. The root cause cannot be determined.